Event description:
It was reported that a wearable failure occurred. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be transmitter failure.

Manufacturer narrative:
(B)(4).